Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level ranged from 100-300 mg/dl. The customer reverted to manual injections for insulin therapy. In addition, it was reported that an occlusion alarm occurred. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.